Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to the following: 1. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4)..

Manufacturer narrative:
The device is not being returned for analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
The olympus representative reported on behalf of the customer that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the single use distal cover was missing when they withdrew the evis exera iii duodenovideoscope. Another scope was used to make sure the cap did not travel down the esophagus. The single use distal cover was found in the patient¿s mouth and the outcome of the procedure was not affected. No other treatment was needed. The duration of the procedure was prolonged for approximately 20 minutes. The bite block was repositioned several times. Damage was not noted to the distal cover when it was initially placed on the scope. The user attached the distal cover to the scope and then pulled or twisted the cover to make sure it did not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. An anti-fog agent was not applied to the scope. An endoglide sterile bacteriostatic lubricating gel was used in the procedure. The procedure was completed with another similar device and the condition of the patient was not impacted by the failure. The patient is stable. This medwatch report is related to patient identifier (B)(6)(evis exera iii duodenovideoscope).